Event description:
According to the customer, on (B)(6) 2025, the patient's mother noticed that the motor on the nebulizer was not functioning properly and was not delivering the medication as intended. The patient missed 3 doses of medication as a result. There were no reports of serious injury or medical intervention.

Manufacturer narrative:
According to the customer, on (B)(6) 2025, the patient's mother noticed that the motor on the nebulizer was not functioning properly and was not delivering the medication as intended. The patient missed 3 doses of medication as a result. There were no reports of serious injury or medical intervention. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.